Event description:
A failure code 570:320:844. The event was reported to have occurred during biomed testing. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.